Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue.  Upon examination of the device, it was observed that the flex cable assembly which connects the user interface pcb assembly to the pcb stack was not completely connected.  Physio replaced this flex cable assembly and observed proper device operation through functional and performance testing.  The device was then returned to the customer for use.

Event description:
The customer reported that during a patient event, immediately prior to the use of the device, the device powered itself off.  When the reported loss of power occurred, the customer was able to use a backup device and continue the patient event.  The customer did indicate that the device had an illuminated service indicator following the reported power issue.  The patient did not suffer any adverse outcome during the reported event. The customer did not provide any additional information on the reported event or the patient.